Event description:
The patient, a long-term user of the cochlear implant, reported a decrease in sound quality. She also was able to hear psychophysical test stimuli at very low levels on every electrode. The integrity test results were consistent with typical device function. However, due to the change in the patient's hearing with the cochlear implant and her unusual responses to very low level stimulation. It was determined that the cochlear implant most likely had malfunctioned. Explanation/reimplantation surgery was performed on 03/26/1998.